Event description:
It was reported that the patient with this pacemaker device exhibited farfield oversensing on the atrial tachy response (atr) episodes. The health care professional (hcp) called in to verify right atrial (ra) thresholds. The ra lead impedance measurements were stable. The atrial output increased from 3.5 v to now at 5.0 v. Technical services (ts) recommended to evaluate lead position via chest x-ray to assess possible lead dislodgement. This device remains in service. No adverse patient effects were reported.